Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing and a manual drop test for intermittency was performed and the tests failed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and confirmed the reported event of no audio output. The root cause was determined to be a defective speaker assembly.

Manufacturer narrative:
(B)(4).

Event description:
Patient's niece contacted dexcom on (B)(6) 2015 to claim the patient's receiver had no audio output on (B)(6) 2015. Patient had to go to the emergency room, due to an extreme low of 30mg/dl. Patient states no medicine was given and no follow up was needed. The stay was not an overnight stay. No additional event or patient information is available.